Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During procedure, the atrial lead could not be fixed into the right atrium appendage. The lead was successfully replaced within the same procedure. Post-procedure the patient was stable.